Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. It was also noted that there were multiple counting of cardiac events including t-waves, p-waves, or supplemental device stimuli. It was noted that it may have been related to the right ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable throughout.